Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the device screen stuck when initializing device manager. A technical support specialist (tss) dialed into the station and verified that the medapp was unresponsive on initializing device manager screen. Upon reviewing the medapp logs, the tss found that the customer had a refrigerator connected to the pyxis system. A field service engineer (fse) contacted the customer and guided them through fully powering down all devices. The fse informed the customer that the refrigerator required the use of the helmer-refrigerator keys to completely power it off. The customer later reported that the issue had been resolved using the power dissipation method. No additional issues were observed, and the customer confirmed that both the refrigerator and the station were functioning normally after testing. The system functioned as intended after the field service engineer and technical support specialist investigated the issues.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator was completely nonfunctional, displayed an initializing device manager screen and remaining fully frozen. The customer attempted to reboot the system, but there was no change in the device status. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.